Manufacturer narrative:
Block d2b: lgw, qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70 serial number: (B)(6). Batch/lot number: 5003840 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70 serial number: (B)(6). Batch/lot number: 5004195 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70 serial number: (B)(6). Batch/lot number: 5004141 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing unwanted stimulation and lead migrated. The patient underwent spinal cord stimulation (scs) replacement procedure. The patient was programmed stimulation to cover all painful areas. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Correction to the h11 the suspected medical device reported in this MDR form should have been reported on a 3500a MDR form. Model number/catalog number: sc-1232 serial number: (B)(6), batch/lot number: 783722, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing unwanted stimulation and lead migrated. The patient underwent spinal cord stimulation (scs) replacement procedure. The patient was programmed stimulation to cover all painful areas. The explanted devices will not be returned per facility policy.